Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the device entered back-up vvi due to the cybersecurity upgrade. During the back-up mode, the patient experienced phrenic nerve stimulation. The device was restored to it's original settings, but the upgrade was not successful. The patient was in stable condition following the programming.